Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10. Visual examination of the provided photograph identified that the tip of the impactor is broken. The part is supposed to have a grey tip, however, this instrument was pictured with a black tip assembled. Evaluation of the returned device shows wear and damage and the correct impactor tip did not return as well as it was missing pieces. Device history record was reviewed and no discrepancies were found. The tip of the impactor switched is epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. The reported event is confirmed by the provided photograph. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the impactor head fractured during the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text: product not returned.